Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria, however, it is being reported to medwatch as the complaint was received via user report. If product is returned this case will be re-opened, an investigation will be conducted, and a follow-up report will be submitted after all investigation activities are complete. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch user report which reported the following information: a customer reported receiving lower readings compared to an unspecified glucometer. The customer received a sensor scan of 43mg/dl compared to 405mg/dl obtained on an unspecified glucometer. The customer "treated the high." There was no report of any third-party medical intervention. No further details were provided. There was no report of death or permanent injury associated with this event.